Event description:
It was reported that the patient had a seizure. The reporter was not sure if it was related to the device or not. The patient's device was "on". It was stated the seizure did not seem to be related to loss of therapy as the patient's device status did not change from before to after seizure event. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-06233.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension; product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension; product ID, 3387-40 lot# j0425004v serial# implanted: 2004 (B)(6), explanted: product type lead; product ID, 3387-40 lot# j0417703v serial# implanted: 2004 (B)(6), explanted: product type lead; product ID, 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type implantable neurostimulator. (B)(6).

Event description:
Additional information received reported that both internal neurostimulators (ins) had reached the elective replacement indicator (eri) and were replaced on (B)(6) 2012. It was noted that the cause of the event was unknown and unrelated to the ins. It was further noted that the patient experienced seizures and required hospitalization. No patient injury was reported. The patient outcome was provided as a "non-serious injury or illness" and a "serious injury or illness". The patient recovered without sequelae. Refer to manufacturing report # 3004209178-2012-06233.